Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the stapler cannula seal be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or video of the procedure was provided for review. Verification of the accessory product via system logs cannot be performed because accessory device product details are not captured in the system log. An event verification confirmed the procedure was performed on the reported event date (B)(6)2022 on system sk1050. This complaint is considered a reportable adverse event and malfunction event due to the following conclusion: it was alleged that the stapler cannula seal fell into the patient during a da vinci assisted procedure. The item was retrieved during the same procedure with no patient injury. At this time it is unknown what caused the issue to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the stapler cannula seal fell into the patient. The whole seal was removed and no other fragments remained inside the patient. The procedure was completed with no reported injury. The endowrist stapler cannula seal is intended to maintain insufflation, and serves as a port of entry when used with the compatible intuitive surgical cannula. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.